Manufacturer narrative:
Results: patient's condition affected effectiveness of device - calcified lesion most likely contributed to the deployment difficulties and perforation, inherent risk of procedure - death and perforation, failure to follow instructions - resolute integrity balloon used for post-dilation, no results available since no evaluation performed. Conclusion: known inherent risk of procedure - death and perforation, patient's condition affected effectiveness of device - calcified lesion most likely contributed to the deployment difficulties and perforation. (B)(4).

Event description:
The physician implanted a resolute integrity drug eluting stent. During the procedure a perforation occurred. Information provided confirms that the blockage was so calcified that when the stent was inflated it dog boned in the middle. Post dilation was carried out with delivery system balloon. The perforation was treated with a covered stent. Patient was then sent to recovery and later passed away. Information provided confirms that the physician did not think it was a stent defect, but an unfortunate event that sometimes happens in high risk patients.